Event description:
Pr# (B)(4) - insyte 22ga x 1.0in - foreign matter customer sent the photos of the bd insyte catheters, in which strands of the same material are visible in the catheter, which meant that they could not be used in patients.

Manufacturer narrative:
Clarification of events with the customer indicates that there is foreign matter on the catheter rather than catheter defective/damaged. This supplemental serves to correct the previously submitted information. See narrative.

Manufacturer narrative:
A device history record review was completed for provided material number 38831214 and lot number 3027579. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, picture samples were received for evaluation by our quality team. Through examination of the picture samples for material 38831214/lot 3027579, foreign matter was identified on the catheter product. It is possible that this defect resulted from machinery in the assembly line when the catheter grids are mounted in the machine. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the tip of the bd insyte¿ IV catheter was split. The following information was provided by the initial reporter, translated from spanish: "branulas bd insyte, in which strands of the same material are visualized in the catheter, which meant that they could not be used in patients. Material in the catheter, which meant that they could not be used in patients, catheter n°22, lot: 3027579, while the packaging of branula n°20 could not be the packaging in order to have the lot. In addition, there are two branulas with the following situation: catheter split at the tip".